Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported tooth loss (permanent impairment to body structure) and the invisalign product was being used.

Event description:
The patient reported symptoms of periodontal disease, bone loss, mobility (unspecified class) and loss teeth # 15 (upper left 2nd molar), 7 (upper right lateral incisor) and 10 (upper left lateral incisor). The patient reported visiting a periodontist and a prosthodontist, who extracted teeth # 7, 10 and 15, to alleviate the reported symptoms. It is unknown if the patient took or was prescribed any medication to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2017. The treating doctor considered the event was serious and/or life threatening to the patient.